Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error 37 alarm, exposure to magnetic field or MRI and rattling noise anomaly found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. No unexpected rattling noise anomaly noted during testing. No unexpected pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted during testing. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found no loose components or evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Pump error 37 alarm was recorded and found in the formatted history file on: (B)(6) 2022 11:39:49.000 pump error 37 alarm, problem isolated on the motor assembly. No pump error 38, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the pump history noted. Force sensor zero offset within specification (23.1 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Pump error 37 alarm was confirmed. Pump error 37 alarm problem isolated on the motor assembly. Exposure to magnetic field or MRI and rattling noise anomaly were not confirmed. Other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a drive count or time values or changes incorrect for moving or coasting. Too slow or too fast error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed displacement test and insulin pump did pass it. Customer stated that the insulin pump shaken when rattle. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged insulin pump error alarm, exposure to magnetic field or MRI and rattling noise anomaly found on (B)(6) 2022. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. No unexpected rattling noise anomaly noted during testing. No unexpected multiple pump error alarms, insulin flow blocked alarms, or displacement anomalies noted during testing. Successfully downloaded history files and traces using thump. Device was cut open to perform visual inspection and found no loose components or evidence of physical or moisture damage on the electrical board 1 and 2, force sensor, motor and vibrator assembly noted. Insulin pump error alarm was recorded and found in the formatted history file on: (B)(6) 2022 11:39:49.000 insulin pump error alarm, problem isolated on the motor assembly. No multiple pump error alarm on the device history noted. Force sensor zero offset within specification (23.1 mv).  Test p-cap and reservoir locked properly into reservoir compartment during testing.  The following were noted during visual inspection: a scratched case and a serial number label fading.  Insulin pump error alarm was confirmed. Insulin pump error alarm problem isolated on the motor assembly. Exposure to magnetic field or MRI and rattling noise anomaly were not confirmed. Other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information provided in the section g4 was incorrect with the initial report. The correct information has been provided with this report and the correct date is september 28, 2022.

Event description:
T was reported that customer also reported that the insulin pump exposed to high magnetic environment due to work equipment.